Event description:
The rptr was setting up user preset values in the rx5000 programmer for a co dr and sr pacemaker, when he found the following. He set up pup values for sr using a live device. He then went into the marathon dr screens via sf1 from the mains screen, and set up values for the dr pup. Again using a live sr, he inquired them and restored pup values. The screen showed dddr pup values, which are not programmable in sr. Further event discription is on page 3 of this form.

Manufacturer narrative:
User presets for sr and dr models are stored in the same location in the rx5000 programmer. When recalled, the last saved will be displayed (unless user presets have been previously stored for the model).